Event description:
It was reported that during an endovascular abdominal aortis aneurysm treatment procedure, guidewire separation occurred. When the guidewire was introduced, the "wire separated at the floppy part of the shaft." The procedure was completed with another of the same device. There were no reported patient complications and the current pt status is reported as "fine."